Event description:
Received a report from our (off-hour) emergency call center indicating they had been contacted by a consumer indicating she had removed a tampon pledget but thought a portion of the tampon may have been left behind. Consumer stated she attempted but could not locate or extract the remaining piece. Call center recommended physician's examination and assistance for removal.

Manufacturer narrative:
Call center indicated consumer would not provide her full name and address. Results of a search through directory assistance of the telephone number provided by the consumer indicated only that the provided number is a cellular telephone. Called consumer and left message requesting more information regarding her experience, return of product for evaluation and date code information for investigation.